Manufacturer narrative:
The troponin t stat reagent lot number was 72613501 with an expiration date of 30-nov-2024. The field service engineer (fse) found dripping from the sipper nozzles due to elevated main pump pressure. The fse adjusted the main pump and gear pump to specification and performed mechanism checks. Instrument performance testing was acceptable. Calibration was last performed on 21-dec-2023 with acceptable results. Qc was acceptable. The sample was spun down for 5 minutes at 5000 revolutions per minute (rpm). This spin speed may be faster than recommended and the spin time may be shorter than recommended. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 stat assay (troponin t stat) on a cobas e 601 module. The initial result was 104.5 ng/l. A new sample was drawn 3 hours later with a result of 10 ng/l. As the result from the new sample was lower than the result from the initial sample, the initial sample was repeated. The sample was repeated twice on a different e601 module with results of 10.66 ng/l. The repeat from the e601 module in question was 11.94 ng/l. The repeat results were believed to be correct.